Manufacturer narrative:
Lot review: there is nothing relative to the complaint. The material used is medical grade implantable silicone. After testing the root cause is inconclusive for an allergice reaction. This complaint is considered an isolated incident. Sample analysis: no sample was received. Conclusion: the complaint is not confirmed. (B)(4). All available information has been disclosed. This complaint has now been closed. Please note that 2 mdrs submitted for the 2 parts that were used together in the implant 1222074-2018-00052 and 1222074-2018-00053.

Event description:
It was reported a patient had a scleral buckle implanted in right eye one year ago. The patient then had an allergice reaction on the skin surrounding her eye and was seen by a dermatologist.. The patient was evaluated for a possible allergic reaction related to silicone. It was reported the md wants to perform an allergy test.